Event description:
The patient reported their transmitter assembly was overheating and caused a burning sensation. The overheating did not cause tissue damage or require medical intervention. The patient was provided a replacement waa.

Manufacturer narrative:
Additional device testing is required to complete the investigation.

Manufacturer narrative:
Further device testing is required to complete the investigation.

Event description:
The patient reported their transmitter assembly was overheating and caused a burning sensation. The overheating did not cause tissue damage or require medical intervention. The patient was provided a replacement waa.

Manufacturer narrative:
The investigation found there was a gap between the transistor lead and solder joint on pcb pad. The gap is evidence of a cold solder joint due to a supplier workmanship issue, causing an impedance mismatch of the transmitter line up. The mismatch caused the power amplifier efficiency to degrade, incurring in additional thermal dissipation, which caused the elevated temperature of the transmitter. Thermal imaging was used to verify the outside temperature of the device while operating and the internal temperature while operating. Results are as follows: - outside thermal temperature while operating: 47.1°c - internal thermal temperature while operating: 49.1°c the outside thermal temperature was 47.1°c, which is above the product requirements specification of 41°c (106°f). Based on the thermal imaging, the product did not meet temperature specifications. Per trending data and additional testing conducted, the probability of occurrence of a device overheating above specification for this lot (pcba component lot 2249) or any lot is improbable (less than 1/1,000,000). This out-of-specification is an isolated incident and the first occurrence of its type since initial distribution of the device. Refer to issue-2023-0021 for evaluation of risk, hhe, and additional details of evaluation of the potential need for additional action. Per trending data and additional testing conducted, the probability of occurrence of a device overheating above specification for this lot (pcba component lot 2249) or any lot is improbable (less than 1/1,000,000), and escalation to CAPA is not required. The occurrence rate remains the same as documented in the product's risk file. This is the first occurrence of this issue since device distribution. There is no trend of pcba components from this lot causing device overheating over specification.

Event description:
The patient reported their transmitter assembly was overheating and caused a burning sensation. The overheating did not cause tissue damage or require medical intervention. The patient was provided a replacement waa.

Manufacturer narrative:
Further device testing is required to complete the investigation.

Event description:
The patient reported their transmitter assembly was overheating and caused a burning sensation. The overheating did not cause tissue damage or require medical intervention. The patient was provided a replacement waa.